Event description:
It was reported that customer had a defective foley catheter. The primary registered nurse tested the foley balloon prior to insertion and it did not deflate. Even though their team received the feedback not to test the balloon during their ubpc meeting on 27aug2024, they did notice an issue with this device. The syringe was removed and resecured and still could not be deflated. Device did not reach patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that customer had a defective foley catheter. The primary registered nurse tested the foley balloon prior to insertion and it did not deflate. Even though their team received the feedback not to test the balloon during their ubpc meeting on (B)(6) 2024, they did notice an issue with this device. The syringe was removed and resecured and still could not be deflated. Device did not reach patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon. Foley catheter removal: 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.